Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing a problem with the footpedal not controlling the irrigation flow and the unit would not go in to the phacoemulsification setting during a cataract procedure. The customer indicated the issue was resolved by changing the settings on the system. The case was competed with the same set up. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to be functioning as intended. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).